Event description:
It was reported via repair work order that the foot end of the bed was elevated and would not lower as the foot end sensor coil cord was damaged and the coupler was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.